Manufacturer narrative:
.

Event description:
On (B)(6), 2015 the patient was implanted with a conformable gore tag thoracic endoprostheses to treat a penetrating aortic ulcer (pau). The endoprosthesis was placed in the proximal zone (0) of the endoprosthesis implantation. On (B)(6), 2015 the patient suffered on a stroke. The hospital did diagnostic examination and treated the patient with drugs. The event is ongoing.

Manufacturer narrative:
(B)(4).